Manufacturer narrative:
(B)(4). Patient information unable to be obtained as customer contact refused to provide requested information .

Event description:
During a post-op appointment subsequent to a spine procedure, the surgeon identified that clear fluid was draining from the patient's incision site. The patient was re-admitted to the hospital and the wound was re-sealed. There was reportedly no sign of infection and no need for any other treatments. The patient is doing well now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.